Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys total psa (total psa) on a cobas e 411 immunoassay analyzer. The initial result was 26.17 ng/ml. The repeat result was 4.81 ng/ml. On (B)(6) 2023 the sample was repeated with a result of 4.9 ng/ml. The questionable high result was not reported outside of the laboratory. The result of 4.81 ng/ml was believed to be correct. The total psa reagent lot number was 614949 with an expiration date of 30-jun-2023.

Manufacturer narrative:
The customer last performed calibration on (B)(6) 2022. The customer¿s calibration signals are within the expected range for calibrator 1 but are far below the expected range for calibrator 2. The customer calibrated 4 times on (B)(6) 2022 with fluctuating results for calibrator 1. Calibration frequency according to product labeling states: "renewed calibration is recommended as follows: after 1 month (28 days) when using the same reagent lot, after 7 days (when using the same reagent kit on the analyzer). As required: e.g. Quality control findings outside the defined limits". According to the qc data provided, the customer runs qc intermittently. No qc data was provided from the day of the event. Product labeling states: "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration." Liquid flow cleaning was last performed on (B)(4) 2023. Two "sample liquid level detection (lld) noise" alarms and 3 "sample volume insufficient" or "clot pipetting" alarms were observed. The investigation is ongoing.

Manufacturer narrative:
Based on the data provided, a general reagent issue can be excluded. Based on the information available, the investigation did not identify a product problem. The cause of the event could not be determined.